Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event information. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported an infection was suspected at the patient's ipg wound site due to wound opening and drainage from the area. It was later confirmed an infection was present at the ipg site. In turn, surgical intervention was undertaken wherein the entire system was explanted to address the issue. No further information is available at this time.